Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the infusion pod found that the tubing separated and caused a leak of a hazardous drug during patient use. There was no report of patient harm.